Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall several months ago. Starting about six weeks ago, the patient has been experiencing severe pain at "where the implant going down the hip and leg". They have been seeing doctors, but none understand what it is. The patient had some swelling around the ins, and was prescribed antibiotics by the doctor. She has completed the antibiotics, but "it still hasn't helped". The patient's setting were not checked at the time of the call because the patient was at therapy. Patient services reviewed how to turn stim off. They also provided the phone number for the national answering service (nas), so that the doctor could call and request a rep to check the device. No device issues or further complications were reported.